Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the tissue pad of the first device was detached off. The second device was locked out and error 5 was displayed. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of two devices.